Event description:
User facility reported that the tube cracked near the connector during use. Due to this issue, the facility reported that the clinician had to cut the tube and revise the connector. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.